Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the device activity logs indicated that the end user had paddles attached when the device was configured to test with electrode pads. The device was reconfigured to allow the device to test with paddles. Therefore this claim is being closed as device meets specification. Incidents of this nature are not typically reportable, since our investigation determined that the readiness test was performed. Subsequently, this customer complaint was found to have no potential for clinical impact. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.